Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; (product lot number: unknown); product type: 0195-heart valves; implant date {n/a}; explant date {n/a} product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A post-implant balloon aortic valvuloplasty (bav) was performed due to paravalvular leak (pvl). During the bav, the patient was rapid paced; however, the valve dislodged to a depth of -2 mm on the ncc and 0 mm on the lcc. A post-operative echocardiogram was performed and revealed moderate pvl. The procedure was complete with the plan to reassess the pvl again via echocardiogram six days later; however, upon the later imaging, the pvl remained present. Subsequently, a second valve was implanted, and the pvl resolved. No additional adverse patient effects were reported.